Event description:
Treatment of an avm with onyx. During onyx injection, it was reported that the catheter broke and onyx was injected into the left pca. The patient status was reported as "unconscious and permanent infarction". Same event as MDR# 2029214-2009-00152.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.